Event description:
It was reported that a homechoice cassette had a loose and leaking connection with a supply bag. The issue was noticed during dwell two of four of peritoneal dialysis therapy, while the patient was connected. A technical service representative instructed the patient to cycle the power on the homechoice device and reviewed proper procedures with the patient. The patient planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A loose connection is a known cause of leakage; however, the cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.